Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 2, 2007 the lay user/pt contacted lifescan alleging a power issue (does not turn on) with her "old" one touch ultra meter. The pt indicated that she was unable to open the battery compartment; however, she claimed that she replaced the battery (date not specified). The customer care advocate verified that the pt was using the correct test strips but the pt did not have a battery to troubleshoot. The pt was also unable/unwilling to check if the battery was correctly installed and if the meter would turn on by inserting a test strip. On an unk date in 2006, the pt's daughter took her to the ER where she was treated with IV glucose. At the time of concern, the pt reportedly had symptoms of dizziness and weakness. It is unclear if the pt attempted to test on the reported meter at the time of the event. It is also unk when the pt last attempted to test on the meter and how long pt had been unable to test due to the alleged power issue. It would be helpful to know the pt's diabetes care regimen, such as her testing frequency, diabetes medication regimen, and diet. It would also be helpful to know how the alleged power issue affected her diabetes care and why the pt was taken to the ER. Based on the provided info, this complaint is being reported due to the following conclusion: the pt alleged she had to be treated for hypoglycemia after having a power issue with the meter that was not resolved with troubleshooting. However, there is insufficient info regarding the events leading to the pt's ER visit; therefore, it is unk if the prod caused or contributed to the pt's injury. The meter, test strips, and control solution were replaced.